Event description:
According to the information received, the surgeon reported the valve had "clotted off". The patient's diagnosis was aortic valve stenosis with an ef 0f 15%. The make and model of the replacement valve is unknown. Additional information has been requested.